Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff was performing a routine inspection of c1. When he performed the buzzer test, c1's realtime clock had been initialized. No patient involvement.